Event description:
It was reported that the t:slim x2 pump's battery was not charging when a non-tandem wall adapter and cable were used. The issue triggered a power source alert, identified as alert 01, in the pump history. There was no adverse impact to the customer's blood glucose level, as the pump did not shut down or become unable to turn back on. The customer resolved the issue by switching to tandem's recommended wall adapter and charging cable, which allowed the pump to begin charging again, and no further assistance was required.